Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(4) 2012 indicating that they connected to the pump and their blood sugar levels would not go down. There is no additional information available at this time. There is no indication that an adverse event has occurred. This report is being made based on the indication that the patient could not lower their blood glucose levels while on the pump.